Event description:
An aneurx stent graft system was implanted into a patient for the endovascular treatment of a large ruptured abdominal aortic aneurysm. Both iliac arteries were tortuous. It was reported that the main device was successfully deployed low in the aortic neck which was 3.5 cm long. Several catheters and guidewires were used in an attempt to cannulation the gate; however, that was not possible given the large size of the aneurysm sac. The physician elected to convert the device to an aorto-uni-iliac configuration with a fem-fem bypass in order to expeditiously exclude the aneurysm. An iliac stent graft was implanted with appropriate overlap with the main body proximally. Distally, it was noted to have partial coverage of the orifice of the hypogastric artery. The patient tolerated the procedure well and was taken to recovery in stable condition. Approximately 43 months later, the patient continued to have exertional discomfort in the lower extremities. The patient remained very active and was limited by his symptoms. Studies have shown significant exertional ischemia of the right lower extremity with fairly mild exertional ischemia of the left. The patient had long discussions regarding his condition and opted for anatomic revascularization. An angiogram was performed and after the catheter was advanced into the endograft body, power injection was carried out. This showed the left graft limb to be widely patent, the hypogastric is patient though fills poorly and is severly diseased. On flush aortogram there is very little reflux of contrast in the right external iliac artery. The patient underwent aortobifemoral bypass and explant of the aortic endograft 1 day after the aortogram procedure where 2 significant lumbar tributaries were noted to back-bleed and these were controlled with figure 8 sutures. Then a hemashield graft was sewn in. The patient tolerated the procedure well; however, the next day urine output was very minimal despite stable and potentially normal hemodynamics. Four days later, the patient had acute renal failure and placement of a 2 lumen central venous catheter via left internal jugular vein approach for hemodialysis access. It was reported the patient expired 1 week later.